Event description:
During a hip arthroscopy, microfracture picks were being used properly in the hip joint and the tip of the 90 degree pick broke off inside the patient. The tip was retrieved by the physician. The broken pick was given to a linvatec/conmed rep to be sent back to linvatec.